Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, when the right ventricular (rv) lead was initially placed, parameters were not ideal with thresholds reading as high. Upon attempting to remove the lead from the myocardium, the helix showed retraction issues. Upon re-attempt of positioning the lead, the helix could not be extended. The lead was removed and replaced. No patient complications have been reported as a result of this event.